Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert and pump could not charged. It was also reported that the pump battery gauge decreased from 75% to 25% while pump was plugged into a power source. There was no impact to the customer's blood glucose level. Customer indicated current pump would continue to be used for diabetes management.